Event description:
Per the independent repair center, the alarming/red light/alarm will not function.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.